Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction (eogo) was unable to be confirmed through this evaluation as no images were submitted for review by the account and the device remains in use. Review of the submitted log files confirmed low flow alarms which were noted to resolve following surgical revision of the eogo. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of vein thrombosis and dyspnea could not be conclusively established through this evaluation. The submitted controller event log file contained events from (B)(6)2024 through (B)(6)2024. Transient low flow hazard alarms were captured on (B)(6)2024. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including peripheral thromboembolism. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Additionally, section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 also contains a sub-section on ¿preparing the ventricular apex site¿, which instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, this section contains a sub-section entitled ¿implant procedures¿, which warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, lists thromboembolism as potential late postimplant complications. This section also outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had surgical treatment of vein thrombosis on (B)(6) 2024. On (B)(6) 2024, the patient had follow-up with a computed tomography (CT) and there was suspected outflow graft obstruction. The CT images were not available. The patient was stable and doing well at the time and surgical intervention had not been indicated due to the recent surgical treatment of vein thrombosis. There were no changes to the patient condition or anticoagulation status that may have contributed to the event. On (B)(6) 2024, they were admitted to the hospital due to recurrent low flow alarms and dyspnea. Revision surgery was performed on (B)(6) 2024 with surgical correction of extrinsic outflow graft obstruction (eogo). The pump flow increased back to normal after the intervention.

Manufacturer narrative:
A4: patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.